Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review and data from the reported event date of 21jul2024 was reviewed. The pump operated as intended. At 01:35:36 while connected to the mpu, a loss in alternating current (ac) power occurs resulting in a low power hazard alarm. The low power hazard alarm clears at 01:35:39 when power to the mpu is restored. This happens again at 01:35:52, 01:36:39, and 01:36:52. At 01:36:03 while connected to the mpu, a loss in ac power occurs resulting in a no external power alarm. The no external power alarm clears at 01:36:17 when power to the mpu is restored. The backup battery use count increased from 7 to 12 due to these loss of power events. The backup battery provided support to the system during the no external power event. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated that the mpu had the v-lock connector on the ac power cord, and that the ac power cord came loose at the wall outlet. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived to the emergency department triage after a left ventricular assist device (lvad) alarm woke them up around 0130; the patient was asymptomatic at home. Per the patient, the green light was still on and "no power was loss" from the system controller or mobile power unit (mpu). They immediately switched over to batteries. The patient did note that their pulsatility index (pi) was elevated to 8. Alarms were check on the system monitor and system controller and multiple low voltage hazards were noted between 0135 and 0136. Log files were submitted for review. The event log file displayed power_cable_disconnect / low_power_hazard / no_external_power alarms on 21jul2024 around 1:35 am while tethered on mpu. The alarms appeared to have been caused by power to the mpu being briefly interrupted. All cords were inspected and intact. Per the patient, they did not drop their system controller nor get it wet. There were no other unusual events seen within the log files. The mechanical circulatory support (mcs) equipment was operating as expected. Their mean arterial pressure was 130mmhg, their lvad flow was 3.0lpm, power was 3.4w, and pi was 8.2. The patient remained asymptomatic throughout the assessment and denied any chest pain or dizziness. The mpu had a v-lock connector on the ac power cord and the ac power cord did not come loose from the wall outlet nor the back of the mpu. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged nor removed from service.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.